Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 3 bd precisionglide¿ needles were damaged, resulting in leakage. The following information was provided by the initial reporter: "...that syringe cracked while filling cartridge and insulin leaked out of cartridge."

Manufacturer narrative:
H6: investigation summary: as no physical sample, part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported 3 bd precisionglide¿ needles were damaged, resulting in leakage. The following information was provided by the initial reporter: "...that syringe cracked while filling cartridge and insulin leaked out of cartridge."